Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricle (rv) lead was surgically abandoned due to insulation damage near terminal end during a generator changeout.